Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) device received shocked six times. Boston scientific technical services (ts) reviewed data and noted that there were many ventricular episodes. Post shock detection enhancements were off and shocks did not slow rate so ended up delivering a total of eight shocks as rate ended up even faster and getting into the ventricular fibrillation (vf) zone. Thus, all therapy were exhausted. All lead numbers were good and stable. Additional information obtained from the field which indicated that the patient was hospitalized due to worsening of atrial arrhythmia and is scheduled for an ablation in the near future. As of this time, the device remains in service. No adverse patient effects reported. Additional information was received which indicated this device was explanted and replace due to normal battery depletion (nbd). This device has been returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) device received shocked six times. Boston scientific technical services (ts) reviewed data and noted that there were many ventricular episodes. Post shock detection enhancements were off and shocks did not slow rate so ended up delivering a total of eight shocks as rate ended up even faster and getting into the ventricular fibrillation (vf) zone. Thus, all therapy were exhausted. All lead numbers were good and stable. Additional information obtained from the field which indicated that the patient was hospitalized due to worsening of atrial arrhythmia and is scheduled for an ablation in the near future. As of this time, the device remains in service. No adverse patient effects reported.